Event description:
A distributor reported that a customer experienced an error with their insulin pump, which failed to detect the cartridge. There was no information available regarding the impact on the customer's blood glucose level. Additional outcome information was unavailable, and the pump was no longer under warranty, with no return expected.